Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection as per mfg-079/b, no needle broken / needle bent qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. No sample was received. If there was a sample receive, the needle bent area can observed and investigated on its cause. The complaint will be re-open when there is sample receive for this complaint. The complaint trend will be monitored. Summary transcribed from (B)(4).

Event description:
It was reported that bd arterial cannula 20g/45mm catheter kinking / bent during infusion the patient was admitted to the department of critical care medicine on (B)(6) 2024, because of three days of worsening of unfavorable speech with four hours of fever, and was found to have a bent tip of the arterial puncture needle during invasive arterial blood pressure monitoring on (B)(6) as prescribed by the physician, and was immediately replaced with a new needle, which could have posed a serious risk of bleeding if not detected in time.